Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0501 captures the reportable event of inner sheath detached. Block h11: correction to the initial MDR in blocks b5 and h6 (device codes).

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, the location of the stent was not ideal, so the physician tried to reposition it and took it back from the working channel. Subsequently, it was noted that the nosecone was broken after it was removed from the working channel. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for a gastrojejunostomy procedure. No further information has been obtained despite good faith efforts. Update based on review: a photo of the device was provided, and it was observed that the inner sheath was kinked and detached.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, the location of the stent was not ideal, so the physician tried to reposition it and took it back from the working channel. Subsequently, it was noted that the nosecone was broken after it was removed from the working channel. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for a gastrojejunostomy procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.